Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: the patient was preoperatively diagnosed with 1. L4 and l5 degenerative disk disease, annular tear, internal disk derangement, and herniated disk.2. L4-5 instability and underwent the following procedures: l4 and l5 total laminectomies with bilateral wide l4 and l5 foraminotomies. Right and left/bilateral l4-5 discectomies. Right and left/bilateral l4-5 facetectomies and wide foraminotomies. L4 and l5 plif ( posterior lumbar interbody fusion). L4 and l5 posterior application of peek cage 12 x 10 x 26 mm . L4 and l5 posterolateral and intertransverse process fusions. L4 and l5 posterior segmental instrumentation with engage rods and screws. Left iliac crest autograft and application of rhbmp-2/acs. Application of 7 mm thickness fat pad graft. Instillation of 80 mg of depo-medrol into the epidural space. As per the operative notes: ¿attention was brought to the iliac crest where we subfascially dissected out to the posterosuperior iliac spine, staying posterolateral, staying out of the posterior-inferior sciatic notch. We used a viboch retractor to retract the muscles laterally. We used osteotomes and gouges to remove the outer cortical level and inner cancellous level. We then morselized the cancellous bone into fine morsels of bone and out the cortical cancellous bone into match sticks. We then packed an appropriate cage with cancellous bone and then placed it obliquely across the disk space at the affected levels, countersinking it approximately 2-3 mm.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.